Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. The alarm history was reviewed and found off no power and failed battery test. The high pressure test was performed and passed. It was stated that the customer changed the infusion set several times due to an infection. It was stated that the customer experienced nausea, vomiting, and gastro-enteritis. It was stated that the parents found the customer almost insensible and then they took the customer to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.